Event description:
Patient was revised to address loosening of the glenoid. Loosening occurred at the cement to implant interface with the cement used being unknown.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also revised to address pain. Prior to being revised an x-ray assessment on (B)(6) 2015 identified a superior subluxation of the humerus. Also indicated was wear and osteolysis around the glenoid component. Upon revision there was extensive scar tissue and adhesions in the joint that were released. At this time the humeral head is being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.